Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed since the implants moved of position from primary surgery. The genesis ii size 5 tibia and 5/6 9mm insert were removed and replaced.